Event description:
It was reported to boston corp on july 29, 2008, that a polaris ureteral stent w/wire was placed in a ureter during a "double j placement" procedure. According to the complainant, the stent migrated towards the kidney after being positioned. Approx eight days following the procedure, the stent was removed and replaced with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the device used is unk; consequently the expiration and manufacture dates are unk. The product family trending for the 15 months ending 2008, was reviewed; no current trends in the number of complaints for the reported event were found. A ship history was performed and found that lot number 11222958 was the last lot sent to this customer. A lot history search was performed and found no other complaints against lot number 11222958. A review of the device history record was performed for lot 11222958 and revealed no related issue to this complaint. A label review for this complaint was conducted and found no issues.